Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope plus associated with the customer-reported complaint. The endoscope was analyzed and found that there were 5000 missing components of idler gear (flange of delrin bearing). Additional observation(s) not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on buttom photo of the button pack assembly. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, the 0-degree endoscope plus had a rotation friction and recoverable error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described above occurred outside of a surgical procedure. No fragment fell into the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.